Manufacturer narrative:
The device was not available for evaluation. It was reported that a revision surgery was needed to replace a creo threaded locking cap due to patient pain. The implants were unable to be removed and still remains in the patient due to a broken screwdriver tip. The extent of the reported incident could not be confirmed or evaluated since no additional information was provided. Because the state of the locking cap could not be confirmed and the surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a creo threaded locking cap due to patient pain. The implants were unable to be removed and still remains in the patient.